Event description:
On (B)(6) 2014, the patient received a shock and the ICD could not be interrogated afterward. On (B)(6) 2014, this lead was tested through the psa prior to connecting it to the new ICD and all measurements were within normal ranges. Dft testing was performed and failed to rescue the patient twice. The patient was externally rescued both times. After dft testing, the rv lead shock impedance was greater than 150 ohms. The physician suspects an issue with the rv lead and will refer the patient for an rv lead extraction at a future date. Currently, this lead remains in the body and the extraction has not yet been scheduled. Should additional information become available, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead was found dissected 18 cm distal to the connector pin. Both segments were received for analysis. It is reasonable to assume that the lead was dissected during the explanation procedure. The returned lead fragments were extensively analyzed. The inspection revealed several signs of wear. In particular at 39 cm distal to the is-1 connector pin the insulation was found damaged. In that section, the lead body was found squeezed and deformed. Furthermore the insulation was damaged at approximately 47 cm distal to the is-1 connector. In this area the conductor cable to the rv coil was also found fractured showing arcing marks which indicate an arc over from a high voltage lead conductor during a shock delivery representing an external short circuit. These damages can be considered as the root cause of the clinical observations mentioned in the complaint description. Based on the characteristics as well as the location of the damages, it is reasonable to assume that the lead has been subject to excessive mechanical forces as the result of clavicular first rib entrapment or mechanical interaction between the lead body and a nearby lead. Diagnostic images clarifying this assumption were not available for analysis. The analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.